Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker system implant procedure. While attempting to implant the atrial lead, it was noted that the stylet failed to advance through the lead. The atrial lead was not used and was replaced. The patient was in stable condition throughout the procedure.